Event description:
While inserting a ureteral stent into the catheter, it was noted that the tip had broken off in the bladder. A flexible grasper was obtained from cysto and the stent tip was removed very easily without any injury to the pt. The tip of the catheter was removed successfully with no harm to the pt.

Manufacturer narrative:
We requested the device from the user facility. If and when we receive the device we will perform our investigation and file a follow-up report with FDA with the results of the investigation. The user facility report that was submitted to FDA lists the complaint device as a ureteral stent (product code fad). The lot numbers on the same report, however, correspond to urethral catheters/(product code gbl). For this reason, our report lists a ureteral catheter as the complaint device. Product return has been requested. Cook will complete a follow up report after any investigation of the return device, should the user facility return the device.